Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device, error codes where found in the ventilator's downloaded error log. The inlet air path assembly and removable air path foam was replaced per remediation. Additional findings not related to the malfunction/issue include 2 missing feet and missing battery connector, and a base cracked front right. The customer requested no repairs be done at this time.